Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the jaws grasping croche forceps exhibited a break at the distal end while being used on a patient undergoing an esophageal procedure. The doctor sensed something unusual, mentioning that he heard a popping sound, and promptly withdrew the forceps, only to find the tip dangling. Upon removing the sheath to inspect the instrument, they discovered that one side of the hinge at the base of the opening and closing part had broken off, with a piece about 5 mm in size missing. Following this discovery, the operating room nurse and doctor collaborated to thoroughly clean the area and then checked for the missing part using an x-ray. Additionally, a CT scan was conducted after the surgery, but no foreign object was detected. The issue was found during a therapeutic esophageal procedure and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.